Event description:
It was reported that the anesthesia workstation generated several technical error codes indicating safety valve open, apl pressure exceeded and ventilation control error. Furthermore the anesthesia workstation generated an alarm indicating high continuous pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the anesthesia system at the hospital and concluded that the inspiratory pressure transducer printed circuit board was faulty and needed to be replaced. After the replacement, the anesthesia system was successfully tested and cleared for clinical use. The device logs were saved and sent for evaluation. The reported issue could be confirmed in the received device logs. The replaced pressure transducer printed circuit board was returned for investigation. The reported technical error codes were reproduced and the cause of the reported issue was a zero pressure offset that had drifted outside allowed limit. We have not been able to determine the true cause of the zero pressure offset issue.

Event description:
Manufacturer's reference number: (B)(4).